Manufacturer narrative:
The previous report was reported for france which is now corrected as "united states" in "reporter country". Additionally, "material number", "serial number" and "UDI number" are also updated in this report.

Manufacturer narrative:
Repair evaluation information was received on 05/17/2022 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The device was returned to a third-party service center. The patient is alleging kidney disease/toxicity and liver disease/toxicity. In addition, the patient also alleged nose irritation, dizziness, headache and hypersensitivity and foam particles were not observed during the evaluation of the device. At this time, no medical intervention has been reported. The device was returned to the third-party service centre for further evaluation. During the evaluation of the device at the third-party service centre, the device was visually inspected and found no particles in air path. The third-party service centre concludes that they couldn't confirm the customer's allegation and unit correction. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Box h was updated in this report.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The device was returned to a third-party service center. The patient is alleging kidney disease/toxicity and liver disease/toxicity. In addition, the patient also alleged nose irritation, dizziness, headache and hypersensitivity and foam particles were not observed during the evaluation of the device. At this time, no medical intervention has been reported. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.